Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was found in backup mode. The device was implanted in 2009 and the patient had not presentenced for follow-up since implant. Normal battery depletion was suspected. The device would be considered to be explanted and replaced.